Event description:
Per the clinic, the patient had a partial insertion of the initial device. The device developed multiple electrode anomalies.the patient was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).